Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. Multiple out of range impedance spikes have occurred since january. It was noted that the rv pacing thresholds had also increased slightly. An x-ray was performed and it did not show any abnormalities. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.